Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink¿s injection site plug burst, resulting in contrast and blood spilling onto the patient. This occurred while contrast was being infused into the patient. The set was removed and replaced to continue with infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4).. The device was received for evaluation. Visual inspection revealed that the septum had been inverted and dislodged. The reported condition was verified. The cause of the condition was determined to be use error. The reporter stated the device had been used with a power injector. Per the device¿s labeling, this device is not approved for use with power injectors. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.